Event description:
Event description boston scientific received information that the patient with this device experienced a syncopal episode. The patient's physician evaluated the device and the lead. The device had numerous stored ventricular tachycardia episodes due to sensing issues and noise. Lead impedance and threshold measurements were stable, however r wave amplitude fluctuated significantly. The patient requires 65% pacing and the physician sent the patient home. On september 22, 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviours associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Manufacturing changes to prevent this failure were made in march, 2004. This device was manufactured before march, 2004 and is included in this population.